Manufacturer narrative:
Product analysis: analysis was unable to confirm that the epg was unable to power on; the device powered up with no anomalies observed. Analysis noted that the upper case boss was stripped, the lower case was contaminated, the display flex was contaminated, the display frame was contaminated, the encoder assembly was contaminated, one knob was contaminated, the main printed circuit board (pcb) was contaminated, the main seal was contaminated, two main pcb screws were contaminate, and the keypad flex was contaminated. The epg failed incoming functional testing due to the contamination. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. It was noted that the battery contacts were cleaned, and batteries were replaced, but the issue persisted. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.